Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. No pt symptoms, treatment, or outcome was reported. The drug contained in the pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.